Event description:
In the original report there were 2 individuals. In report #1002594 there are three. The rptr indicate, to our firm, that none of the catheters were saved for evaluation. However, in the report they indicated that "maybe" the catheter was available for examination.